Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-00022, 1627487-2021-18526. It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention occurred to address the issue. During procedure, it was discovered that one lead had migrated and another lead was accidentally cut. As a result, the ipg and leads were explanted and replaced.